Event description:
It was reported that the programming system could not communicate with generators. It was reported that attempts to interrogate generators returned the message "connection could not be established- try repositioning the wand". The 9v battery of the programming wand had been changed recently. Testing the wand 9v battery returned a battery power within functioning ranges. Further information was received indicating that the 9v battery in the wand was replaced and the interrogation attempts continued to be unsuccessful. It is believed that the handheld computer serial cable can be malfunctioning. No device has been returned to date. Attempts to obtain further information have been unsuccessful to date.

Event description:
Review of manufacturing records confirmed that the programming computer passed all functional tests prior to distribution.

Event description:
The suspect computer was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the programming computer passed all functional tests prior to distribution.

Event description:
An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the serial cable were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.